Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device evaluation could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the roller wheel was missing from the roller clamp of a clearlink continu-flo solution set. This was noted during priming. There was no patient involvement. No additional information is available.